Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection, it was observed that the valve was crimped on the inflation balloon. The I/c bond separation was confirmed. Gouges were seen on the flex tip. Functional analysis was unable to be performed due to the condition of the device. Double wall thickness measurements were taken on the crimp balloon along the balloon separation to asses for any potential non-conformities. The measurements met specification at all measured locations. The complaint for balloon torn was confirmed based upon the visual inspection of the returned devices. The I/c bond was confirmed to have separated. Dimensional analysis of the crimp balloon revealed that the balloon wall thickness was within specification. Thus, no manufacturing non-conformances were identified. Potential root causes for separation of the inflation balloon to crimp balloon (I/c bond failure) have been identified and documented in a pra. One of the identified root causes is if the physician performed the valve alignment process in a tortuous anatomy/non-straight section of the aorta, it may result in increased forces being applied to the bond area, which can contribute to a tear. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. A definite root cause could not be determined at this time; however based on given information, procedural factors may have contributed to the complaint event. No manufacturing non-conformances could be identified. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the delivery system was the source of the complaint. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate does not exceed the september 2017 control limits for the respective trend category. Therefore, no corrective or preventative action is required at this time.

Event description:
As reported by the clinical specialist, during valve deployment the delivery system balloon ruptured. A second system was prepped and the second valve was implanted successfully. The patient was stable post procedure. During pre-decontamination of the device it was discovered that the balloon was not burst but the I/c bond had separated.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the clinical specialist, during valve deployment the delivery system balloon ruptured. A second system was prepped and the second valve was implanted successfully. The patient was stable post procedure.